Manufacturer narrative:
The manufacturer received information alleging a device had returned for service when the same ventilator service required condition occurred when the device was powered at the customer site. There was no harm or injury reported. The customer informed a philips remote service engineer (rse) that they had performed the checkout procedure with all tests passing with the exception of the fio2 sensor calibration. They stated that they had replaced the o2 sensor, which proceeded to pass the test. They informed the philips rse that they re-fitted the faulty sensor on the device and will be returning the device for evaluation. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The technician recommended replacing the device's oxygen blending module board to address the issue. No further investigation is required at this time. The device logs were investigated. "Ventilator service required". (Evt_battery_not_charging_fault) still present. Main pca, psu and detachable battery pca were replaced on the last job. Both batteries were depleted and fully recharged to replicate the fault. The technician noted that the device soak tested for 5 days using test detachable battery with the fault not replicated. Over the last 2 repair cases, all the recommended replacement parts for "ventilator service required" (evt_battery_not_charging_fault) have been replaced as per the service manual. During the period of extending bench soak testing, it is worth noting that the error logs on the device will show multiple occurrences of evt_battery_not_charging_fault as we deliberately refitted the customers battery to induce the fault as part of the diagnosis and confirmation process. This enabled us to prove beyond reasonable doubt that the device would alarm with the customers defective detachable battery in place each time but always performed correctly with the workshop test battery in place. Additionally, the customer also advised to replace fio2 sensor due to it being faulty and causing an evt_voltage_3vs3_fail and an evt_voltage_5vs2_fail error code. The device's software updated, and full testing carried out with test fio2 sensor. Performance verification passed. New fio2 sensor enclosed with delivery back to customer.

Event description:
The manufacturer received information alleging a device had returned for service when the same ventilator service required condition occurred when the device was powered at the customer site. There was no harm or injury reported. The customer informed a philips remote service engineer (rse) that they had performed the checkout procedure with all tests passing with the exception of the fio2 sensor calibration. They stated that they had replaced the o2 sensor, which proceeded to pass the test. They informed the philips rse that they re-fitted the faulty sensor on the device and will be returning the device for evaluation. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.